Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of secondary fluid went into primary infusion was confirmed through functional testing. The sample was sent to the check valve supplier and testing results identified the cause of the failure to be due to a white particle located between the housing seal area and the diaphragm, preventing the silicone diaphragm from fully seating. The particle was identified as poly styrene. The source of this material was not determined. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.

Event description:
Customer reported secondary flow of unasyn went into primary infusion of normal saline. The event occurred on medical oncology. No pt harm reported. No additional info was available.